Event description:
The patient¿s mother reported that the patient had been to their endocrinologist with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 400 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include headache and nausea. The patient was treated with zofran and multiple insulin injections. The patient's mother also reported the pod site on the patient¿s arm showed redness and they could smell insulin. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.